Event description:
Additional information was received from a healthcare provider via company representative stating that the fall was not related to the pump. It was mentioned that the pump was normal and there were no issues with it. The issue has been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. It was reported that the patient fell at the nursing home and, at the time of this report, was in the intensive care unit. The patient was getting oral medication along with pump therapy and was "acting like she's getting too much medication". The hcp stated that they may need to intubate the patient and put the patient on a ventilator as a result of too much medication. The hcp did try to page a manufacturer representative (rep) via email but had not gotten a response. Technical services connected the hcp to the national answering service to page a rep to have the pump checked. Additional information received indicated that, in regard to the previously reported fall, the patient was found on the floor at the nursing home and the nursing home staff determined that the patient had fallen. A computed tomography (CT) scan was done and did not find any fractures or any other issues. The hcp stated that the patient was wearing a cervical collar when seen by her. The hcp spoke to a rep, who gave her the name of the patient¿s physician. The hcp contacted this physician, who gave an order to decrease the pump dose by 20%. The hcp stated that the rep was going to come out and help program the decrease, however, the hcp did not continue to follow the patient so did not know if the dose decrease was programmed or not. However, on 2026-01-03, the patient ¿seemed to be doing better¿.